Event description:
Second attempt at fixation. Screw fractured halfway inserted. All fragments were removed. There was not compromise to pt safety. A tapered screw should have been used with these pt specifics, representatives have been advised.

Event description:
Pt was with dense bone. 8 x 23mm acl screw threads stripped on femoral side during insertion. Screw did not advance beyond 3/4 of screw length in femoral tunnel. (Screw used on the tibial side inserted without a problem.) The screw did not withstand the insertion torque, there was no compromise to pt safety.